Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-50d ; lot# 56435501 size 3 accolade ii 132 deg; cat# 6720-0330 ; lot# 55221902 ceramic 36 -2.5 femoral head; cat# unknown ; lot# unknown screw 1 of 2; cat# unknown ; lot# unknown screw 2 of 2; cat# unknown ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.